Event description:
Additional information received indicated the event was confirmed to be user-related and patient-related.

Manufacturer narrative:
Additional information: d10, h3 and h6. The reported event of kink damage resulting in lead insertion difficulties was confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. Visual inspection of the lead did not find any anomalies. X-ray examination found the inner coil kinked adjacent to the helix region. After cleaning the helix region of blood/tissue and inserting a stylet into the lead, the helix was able to retract and extend. The extended helix was measured to be within product specification. The cause of the reported event was isolated to a kinked inner coil adjacent to the helix region due to procedural damage.

Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2020-04362. During the initial implant procedure, there was some kink damage noted on both the right ventricular (rv) and right atrial (ra) leads resulting in lead insertion difficulties. It was not confirmed whether the malfunction was user-related or patient-related. Both the rv and ra leads were exchanged to resolve the event and the patient was in stable condition. Further information was requested but not received.